Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, when the physician went to test the deflection of the catheter, the catheter was not dripping. The flush was connected to a pressure bag and checked. The catheter was attempted to be flushed with a syringe; however, this was unsuccessful. The guidewire was removed, and the catheter was flushed again. However, the catheter would not flush from the side port and appeared clogged. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.